Manufacturer narrative:
(B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot and sterilization records was performed, and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Hyphema, hypotony, pain, corneal edema and decreased/impaired vision are identified in the labeling as a known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but a problem with the device or the way it was used could not be conclusively identified. Hyphema, hypotony, pain, corneal edema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, it was observed that the trocar from a trabecular micro bypass stent system may have fractured during an attempt to implant the first stent. Per report, the surgeon was unable to locate the remnant of the alleged fractured trocar intraoperatively. Through follow-up, the surgeon conferred with glaukos medical monitor who reported the following. The report described the reported event as the ¿wire went across anterior chamber with irrigation and then disappeared¿. Reportedly, the patient experienced pain with ¿deep¿ placement of the first stent associated with transient hyphema, and therefore the placement of the second stent was aborted. Postoperatively, the patient presented with corneal edema associated with hypotony and decreased vision. The surgeon and the medical monitor discussed ways to locate the alleged trocar remnant, and additional treatment options were also discussed based on the patient condition. Additional information has been requested.